Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information was added to the following fields: d8, d9, e2, e3, h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, we could not conclusively specify the root cause for the burn on the plastic distal end cover. Also, during the device inspection, a part of the bending section cover (a-rubber) was found missing that was presumed to be caused by physical stress applied to a-rubber while the user was handling the device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the bronchovideoscope exhibited a burn on the plastic distal end cover. There were no reports of patient involvement.